Event description:
"Patient picked up pump by the tubing and the infusion tubing came out of the tubing connector. Patient disposed of the tubing connector, but will RMA the infusion tubing. Patient did not report hyperglycemia."

Manufacturer narrative:
Unomedical a/s received the complaint through (B)(4), the distributor of the infusion set. The internal reference number for this complaint (B)(4). This MDR report has been made since this event has led to a recall. This incident has already been reported to the FDA in the asr report for q3 2013. In november 2013 a voluntary product recall for the device was initiated and reported to the FDA under report no 8021545-11/19/2013-0006. Used device: a visual inspection and a test for flow were performed on the returned used device. In the visual inspection, the tubing was detached from the tubing-asante connector. The flow test was in accordance with specifications. The leak and dynamic tests of the tubing-asante connector cannot be performed due to the condition of the sample. Unused devices: no unused devices were returned for investigation. Reference samples: the reference samples were visually inspected and tested for flow, leak and dynamic pull tubing-asante connector. All test results were within specifications. (B)(4).